Manufacturer narrative:
The reported events were dislodgement and high pacing impedance. As received, a complete lead was returned in one piece for analysis. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found no anomalies. Visual inspection found the helix to be partially extended and clogged with blood/tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that a patient's atrial lead was pacing with excessively high pacing impedance on (B)(6) 2021, during a remote transmission. The patient was advised to come to the clinic for a physical meeting, where an x-ray confirmed that the patient¿s right atrial lead had dislodged. On (B)(6) 2021, the patient underwent surgery to replace their lead. They are now stable.